Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable and will continue being monitored.

Event description:
Additional information was received that an increase in the capture threshold was observed on the right ventricular (rv) lead.

Event description:
During a remote follow up, an alert for high pacing impedance was observed on the right ventricular (rv) lead. Technical support was contacted and confirmed the high pacing impedance. An in clinic follow up is anticipated but has not yet been performed. The patient was stable and will continue being monitored.